Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of lead noise. Upon interrogation, it was noted the atrial lead exhibited lead noise due to lead fracture. The atrial lead was explanted. The patient was in stable condition throughout the procedure.